Event description:
Reference MFR. Report number: 1627487-2019-02762.

Manufacturer narrative:
This device is not reportable anymore.

Event description:
Reference MFR. Report number: 1627487-2019-02762. Additional information received that surgical intervention was not taken on the ipg.

Manufacturer narrative:
Concomitant medical product: model 3228, scs lead.therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 : reference MFR. Report number: 1627487-2019-02762. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending where the system will be explanted at later date.